Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at 0.5 mg/day. It was reported that the pump had gone empty and today ((B)(6) 2020) they did the refill, and now the caller would like assistance with programming since they have changed the medication and concentration. They reviewed empty pump and that no priming bolus is needed. The troubleshooting steps that were taken on the call resolved the issue.